Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urinary/bowel dysfunction. It was reported that they were extremely unhappy with their device. Patient stated they were told they had a (B)(6) copay which for a guy on social security disability was tough to cough up, so they made a payment arrangement and were able to solve the issue. Patient reported they had the device implanted with the wire hanging out and they wanted them to try it out for 2 weeks and they didn't seem to have any problems during that 2 weeks, but maybe they had one problem during the 2 weeks they had an extreme problem with just defecating and not just excluding all of their bowels. Patient said this was why they went through that pain and surgery and hassle of driving into phoenix arizona and everything else and it didn't work. Agent asked if patient had made any adjustments to their therapy so far and patient stated yes, they have made a couple of adjustments. Reviewed therapy information and general programming guidance. Patient mentioned they were a dreamer thinking this was going to work and they trusted their doctor, but after they had this wire coming out of their back they got a phone call from the hospital saying that they wanted another (B)(6) dollars before they could operate on them and out of the blue this was for the second surgery which was a very small portion of this. They did not even had to put them under. They didn't have to do a lot of things they just had to hook up a battery and that was it. They wanted another (B)(6) after they got this stuff in their body). Patient said they were almost planning to sue whoever they have to sue because "first of all this doesn't really work". Patient stated their life was pretty miserable right now. Patient shared concerns about not getting a callback from manufacturing representative (rep) after several attempts. Emailed rep. Redirected to healthcare provider (hcp) to further address issue. Patient reported never having symptom relief. They also had some billing issues.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). When asked to clarify, first of all this doesn't really work. Were they mentioning about the ens or ins, they reported that patient had a successful trial and the issue was not caused by or related to the device, therapy, and/or implant procedure. Ens was purchased by hospital. When asked to clarify the statement, first of all this doesn't really work. Was this describing an issue with the therapyor symptom control; or was there a device malfunction, stimulation output issue, etc, they reported that they tried a new program with the doctor and didn¿t work as well and this was not a battery issue. The cause of the device not working was not determined and most likely caused or contributed to this issue was insurance and the patient was working with office and insurance was still working on issue. When asked the steps were or would be taken to resolve the wire hanging out, they stated that this was a normal advanced evaluation and the wire was removed at stage 2. Insurance issues were between patient and office and was not device related.